Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/06/2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion jaw broke off and an unknown knee scorpion needle broke. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the upper jaw of the knee scorpion was broken off. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.